Manufacturer narrative:
Additional information received by smiths medical that there was no patient involvement. The pump was under delivering, which was discovered after infusion.

Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. Visual inspected the pump found no problem with the device. A delivery test was performed, and it passed. The reported problem was not verified and could not be duplicated. The expulsor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump has displayed volume accuracy issues. There was no reported serious injury to the patient.